Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in franklin lakes, nj has been listed and the franklin lakes FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: it was reported the shield was put back on, the needle bent and went through the shield. To aid in the investigation, one photo was provided for evaluation by our quality team. The photo shows a needle assembly with the plastic shield. No other information could be obtained from the photo. It could be possible the customer is not using the product as intended. This product should not be recapped. If the product is not meeting the customer¿s needs, it may be beneficial to contact the local bd sales, or marketing representative, for additional product options. As no material or lot number were provided, a device history record review could not be completed. Based on the investigation and with the photo sample analysis the symptom reported by the customer could not be confirmed. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the unspecified bd¿ needle penetrated through the shield when recapped. The following information was provided by the initial reporter: "cx put lid back on and needle bent and went though the plastic cap- and poked her thumb. No permanent injury".